Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the reaction tray wash unit (wud) was malfunctioning. The cse cleared the blockages in several probes and replaced the reaction tray wash unit drain valve 1 (cdev1). The cse ran a wash cycle, quality controls and patient samples, which were acceptable. The discordant non-hdl cholesterol result for sample ID (B)(6) was a negative value but was reported out by the customer. The cause of the discordant total cholesterol, ldl cholesterol, non-hdl cholesterol, un_c, tbil_2 and ast_c results on multiple patient samples was related to a malfunction of the wud. The cause of the discordant non-hdl cholesterol result for sample ID (B)(6) being reported out was related to the user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant total cholesterol, low-density lipoprotein cholesterol (ldl cholesterol), non-high density lipoprotein cholesterol (non-hdl cholesterol), concentrated urea nitrogen (un_c), total bilirubin_2 (tbil_2) and concentrated aspartate transaminase (ast_c) results were obtained on multiple patient samples on an advia 1800 instrument. Only the discordant results for patient 1 and patient 4 were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting as expected. Only the corrected results for patients 1 and 4 were reported to the physician(s). It is unknown if the repeat results for patients 2 and 3 were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant total cholesterol, ldl cholesterol, non-hdl cholesterol, un_c, tbil_2 and ast results.